Manufacturer narrative:
(B)(4). Batch #: u94x25. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the device was received with the tissue pad detached and not returned. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. No alert screen was displayed as reported. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. When the ¿relax pressure on blade; reactive instrument to continue¿ alert screen appears, it is advising that the instrument has been loaded to the point where the output has stopped. The user needs to relax pressure on the instrument or reposition so there is less tissue in the clamp. Release the activation switch and reactivate the instrument to continue. However, no alert screens were displayed at any time during testing. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. However, no alert screens were displayed at any time during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the ¿relax pressure on blade¿ alert screen was displayed by the generator and then the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.